Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that image was disappeared. The opticross¿ imaging catheter was used to visualize an unspecified lesion. It was noticed during procedure, image disappeared after several times of used. The procedure was completed with another of the same device. No patient complications were reported and the patients' condition is good. However, returned device analysis revealed an open hole at the lap joint area.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).